Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 25mm valve implanted for four years, two months was explanted due to patient prosthesis mismatch and severe mitral stenosis. A 29mm valve was implanted in replacement. On the same afternoon, a new small perivalvular leak was discovered on the inferior aspect of the mitral prosthesis. The patient expired on pod #4 due to cardiac arrest with ventricular standstill. The patient had severe mitral stenosis and was not considered a candidate for valve-in-valve therapy, as he was noted to have an ascending aortic aneurysm and a very small patient prosthesis mismatch in the mitral position in the context of severe stenosis with a mean gradient of 23 mmhg. The patient underwent a third time redo sternotomy, avr with a 29mm valve, mvr with a 29mm valve, cabgx2, and aneurysm repair. The newly implanted valves appeared to be functioning well. The patient tolerated the procedure well with no apparent complications, and transported back to intensive care unit intubated, in stable condition. On the same afternoon, the patient experienced pea arrest requiring about 3 minutes of CPR and epinephrine with return of spontaneous circulation. He emergently returned to the operating room for re-exploration which revealed a venous blood clot on the inferior aspect of the heart with no active bleeding. Right heart was sluggish and dilated and milrinone infusion was initiated with improvement in rv function observed by tee. There was a new small perivalvular leak on the inferior aspect of the mitral prosthesis. After returning to the ccu, the patient continued to require inotropes and vasodilators in order to perfuse and in order to improve his cardiac output. The patient's condition continued to deteriorate, and the patient expired on pod #4 due to cardiac arrest with ventricular standstill.